Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the oxygenator leaked at the arterial sampling purge port. The product was changed out. There was no patient involvement as this occurred during prime.

Manufacturer narrative:
Terumo received the actual sample and the investigation was completed on (B)(4) 2012. Visual inspection confirmed the complaint, the tube of the sampling line had a crack at the joint to the blood outlet port. A review of the device history record noted no production related problems. This type of damage is consistent with an external force applied post production. The completed investigation and additional information deemed this MDR reportable on (B)(4) 2012. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.